Event description:
It was reported that during post-op check, the new atrial leadless pacemaker (lp) was failing to sense. Aveir lp was found to be dislodged via x-ray. It was noted the lp had traveled into the inferior vena cava (ivc). The lp was explanted. The patient was stable.